Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an unexpected result for 1 patient tested for troponin t hs stat on cobas 6000 e 601 module serial number was (B)(4). The initial troponin t hs result was 4052 pg/ml. This result was reported outside of the laboratory where medical personnel questioned it as it didn't correspond to the patient's clinical picture. This result was also incompatible with the patient's ck result of 106 u/l, ck-mb result of 3.59 ng/ml and myoglobin result of 74 ng/ml. A new sample was obtained the same day and the troponin t hs stat result was the same as the initial result. The actual result was not provided. The customer suspected there is an interference in this patient's sample affecting the results. There was no allegation that an adverse event occurred. One sample was submitted for investigation and tested on an e601 module. The customer's high result was reproduced on the e601 module (3777 pg/ml). An interfering factor was not identified in the patient sample. A reagent specific issue was not identified. The reagent performs within specification. The investigation is ongoing.

Manufacturer narrative:
The patient sample was further investigated by size exclusion chromatography. The high troponin t hs stat results are due to an interfering factor in the patient sample. Further investigation suggest the presence of igms as interfering factors. Further clarification is not possible with available testing methods.